Event description:
A hospital in (B)(6) reported that an rt124 infant continuous flow breathing circuit could not be connected to a heater wire adaptor. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt124 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k020332. The complaint breathing circuit is en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt124 infant continuous flow breathing circuit could not be connected to a heater wire adaptor. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt124 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k020332. Method: the complaint breathing circuit was received at fisher & paykel healthcare for investigation. The pins on the inspiratory limb of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire pins of the inspiratory limb with the heater wire adaptor was not possible as the right inspiratory heater wire pin was bent outwards. This is the only complaint of this nature that we have received for the rt124 breating circuit. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).